Event description:
A physician has had seven occurrences of inflammation reaction associated with model u94da uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction 1999. The pt subsequently developed what the surgeon describes as a severe intraocular infection perhaps wi 4-5 days post op; no secondary surgery was necessary; the pt's visual acuity was 20/20/ the surgeon does not believe these reactions are lens related.